Event description:
Martin, j.g. Et al. The knee. Vol. 2, no. 2, pp. 121-125, 1995. Information was received based on review of a journal article entitled, "revision of unicondylar knee replacements to total knee replacement." It was reported that patient underwent an initial partial knee arthroplasty on an unknown date. Subsequently, patient was revised due to dislocation on an unknown date. All components were removed and replaced with a total knee.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The article was written by martin jg et al. In the knee vol 2, no. 2, 121-125, 1995. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA. This information was originally reported on 1825034-2015-03122 which referenced a journal article written on a study that this patient took part in.

Manufacturer narrative:
(B)(4). This report is being submitted late as it has been identified in remediation. This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.